Event description:
A caller reported that the t:slim x2 pump battery would not charge, despite using the tandem charging cable and wall adapter. Attempts to charge the pump using different adapters and cables were unsuccessful. There was no adverse impact to the customer's blood glucose level. The customer was using multiple daily injections (mdi) as a backup insulin therapy to ensure continued insulin delivery. Technical support decided to replace the problematic pump, advised the caller on necessary steps upon receiving the replacement, and instructed them to return the faulty pump using a pre-paid label within 10 days.